Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the o ring was broken. The customer reported that the o ring where the reservoir is was broken and she needs a replacement. The customer reported that there was a crack at the top of the reservoir and the o ring had been exposed for a while. She had tried to keep it in but noticed on friday when she was trying to change out her set she noticed the o ring was broken. The customer reported that the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.